Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation condition, an intellanav mifi open-irrigated catheter was selected for use. During an ablation in the left atrium, the irrigation port in the catheter handle was leaking liquid. As a result, this catheter was replaced and the procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation condition, an intellanav mifi open-irrigated catheter was selected for use. During an ablation in the left atrium, the irrigation port in the catheter handle was leaking liquid. As a result, this catheter was replaced, and the procedure was completed without any patient complications. The catheter has been returned to boston scientific for laboratory analysis.

Manufacturer narrative:
This intellanav mifi open-irrigated catheter was returned to boston scientific for laboratory analysis. Visual inspection revealed that the irrigation extension tubing was detached/separated from the luer fitting at the adhesive joint. The reported complaint was confirmed.